Manufacturer narrative:
Product analysis: analysis found that the analyzer was defective and failed incoming functional tests at the final test sequence. The analyzer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned as an associated device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.